Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during procedure the pump would not turn off and power slowed down (knob was at 45) -pump stopped working.